Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign - event occurred in australia.

Event description:
It was reported that before surgery, the mesher not engaging skin board. The handle was able to perform the up and down motion. There was no patient involvement. Due diligence is complete, no further information is available.